Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) was examined and high impedances were measured. A revision was performed (B)(6), 2011. A lead was explanted and replaced and the impedances were measured again. Impedances were in the normal range but were high, in the 2,000-3,000 ohm range. The ins was explanted, everything was disconnected, and then it was reimplanted but the impedances were still high. The ins was tested at 2.2v and 300 microsecond pulse width which showed three electrode combinations over 4,000 ohms. The decision was made to replace the ins. The old ins was explanted and the patient began a two week staged trial. The staged test went well and a new ins was connected on (B)(6), 2011. A follow-up report will be sent if additional information becomes available.